Manufacturer narrative:
Reference reports 3012447612-2021-00057 to 3012447612-2021-00069 and 3012447612-2021-00137 to 3012447612-2021-00162. The returned device was examined and no indications of damage were observed. The DHR was unable to be located. Based on the information available, the cause cannot be determined. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that four months post-op, the patient's scoliosis curve changed from 51 degrees pre-op to 19 degrees post-op in the lumbar region, from 68 degrees pre-op to 50 degrees post-op in the thoracic region, but developed a trunk rotation in the thoracic region that measures 30 degrees on the inclinometer reduces to 20 degrees in a prone position. The decision was made to remove the construct and fuse the associated levels (t5-l4) together. This is report eighteen of thirty nine for this event.